Event description:
Sale representative reported unknown side capsular contracture baker grade unknown. Healthcare professional later reported a left side capsular contracture baker grade iii. Device has been explanted.

Manufacturer narrative:
Device evaluation. Based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe since it is not related to the device. Additional observations: no other observations observed on the device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported left side capsular contracture baker grade iii. Device has been explanted.

Event description:
Healthcare professional reported unknown side capsular contracture baker grade unknown. Device remains implanted.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade.